Event description:
Event was reported to caldera medical by an atty. The patient has suffered chronic pelvic and vaginal area pain, severe incontinence, urine retention and unbearable pain in lower stomach area. No further info has been provided.